Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. Unable to perform operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Unable to verify failed battery alarm due to no button response. The insulin pump had minor scratched display window. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.